Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the dso seal degraded and lcd lens scratched. During the functional testing, the customer reported complaint was confirmed; motor service was due. The software was reloaded with program motor odometer reset to zero. Dso sensor and seal were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported seal number.

Event description:
It was reported that motor service is due. There was unknown patient involvement and unknown patient harm.